Event description:
Caller states that during a correlation study, the following coaguchek s/coaguchek xs results were obtained. Pt 1; 6.4 inr/4.2 inr. Pt 2: 5.0 inr/3.8 inr. No treatment info provided. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
This medwatch is for suspect device in goaguchek s system. Heart valve replacement. Coumadin, dates unk.